Event description:
It was reported that when using the bd pyxis medstation system, the door failed, which hindered users from accessing medications for a patient. This incident did not cause any delays in dispensing medications because all medications were in another nearby machine, and the pharmacy has the ability to use medications from that location. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed door. A field service engineer confirmed that the failure was already cleared. The pyxis manager informed that the drawer had not failed but instead one pocket that had a rewrite error, which led to its ejection, allowing the medication to be loaded elsewhere. Then, proceeded to check rows a and b in drawer 2.2 for any debris, based on the medstation performance analysis report, and confirmed that the row board cables were connected properly. The system functioned as intended after the field service engineer troubleshooted the device.